Manufacturer narrative:
The device is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. Any omitted information was not available at the time of initial report. Written correspondence has been sent to the surgeon requesting the outstanding information. Subsequent attempts will be made as necessary. Cyclodialysis cleft is identified in the device labeling as a known inherent risk of glaucoma stent surgery. (B)(4).

Event description:
The surgeon reported that during an attempt at istent implantation a small cyclodialysis cleft was inadvertently created. The blood obscured the surgeon's vision. The patient was reportedly doing well postoperatively. Additional information has been requested.